Event description:
It was reported that during a visceral surgery, the device would not open. Just before use, after the introduction into the pt through the trocar, it was impossible to open the bites in order to start using the device. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.